Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the system being powered off. A technical support specialist assisted the customer with powering the cabinet by utilizing the power switch. The all-in-one (aio) device was then restarted, and the cable connection between the all-in-one and the cabinet was verified to be secure. Subsequently, the cubex application was restarted. Serial number, UDI and manufacturer date were kept blank and requested technical support specialist for the affected device serial number. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawers were not operational. Customers stated that they were unable to issue the medications, which did not delay patient care. There were no adverse events or injuries reported based on this event.